Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional inspection was performed, the balloon was inflated with water; however, it was not able to hold the pressure due to it had a tear in the middle of it. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The tear found in the balloon could have been interpreted by the customer as the reported event of a balloon burst. The tear found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices. Also, it is possible that interaction with sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.